Event description:
During service by baxter on (B) (6) 2010, the infusion pump was found to contain a malfunction of intermittent "stop key" on pump head module channel b keypad. This event occurred during product evaluation. No additional information was available. Uim master software versions with a software configuration number ending in (B) (4) will be categorized as unremediated.

Manufacturer narrative:
(B) (4) during service, an "intermittent "stop key on pump head module channel b keypad" was discovered. The pump head module (phm) key pad was replaced. The pump passed all functional tests and will be returned to the customer. There is an ongoing CAPA investigation, (B) (4) that is associated with this report.